Event description:
The dental implant fx5008swc was removed on (B)(6) 2019 due to loss of osseointegration 2 years and 2 months after implantation. The patient has history of bruxism and allergy to titanium. The doctor noted bone resorption during the surgery. The patient required bone augmentation for the operation. The patient has recovered without complications.